Event description:
The high speed bur attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for heat was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. Wear was found inside the device affecting the components. The device was scrapped by the manufacturer.

Event description:
The high speed bur attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.